Manufacturer narrative:
The information provided indicates a patient underwent surgical intervention to correct a screw back out. The screw back out occurred at the c5 vertebrae. There was no indication the patient was experiencing any complications or symptoms leading up to the revision. The screw back out was identified during 3 month follow up. Implantation occurred on (B)(6) 2021. Complaint history found the blocking mechanism rotating to the unlocked position had previously been linked to esophageal bleeding and revision in a patient. That previous complaint occurred when neurostructures was the legal manufacturer of the device. This previous complaint and the revision to correct the screw back out were determined to be a reportable event requiring an MDR. DHR review did not find any complications in manufacturing which may have contributed. Blocking mechanism rotation is a functional check during incoming inspection performed for 100% of the lot. Inspector notes indicate this function was excellent when using the locking driver. Complaint history identified the previous complaint of the blocking mechanism rotating post-op. This hazardous situation was linked to patient bleeding although this was not reported by the legal manufacturer at that time, neurostructures. The risk assessment found the hazardous situation and possible harm are identified in the dfmea. No device was returned for evaluation. Review of patient x-rays confirmed the screw back out. Intra-op images of the revision confirmed the rotated locking mechanism. It was also noted the plate was at an 11 o'clock angle in the ap view. The c5 vertebral body may also not have been in close contact with the superior portion of the plate where the screw back out occurred. The information and investigation did not find a definitive cause to this complaint. The most compelling possible cause may have been the 2mm gap between the plate and c5 described by the surgeon. This may have resulted in more than typical movement at that level contributing to the blocking mechanism rotating and the screw back out. The surgeon believed more bend to the plate in order to match the spine may have helped prevent this malfunction problem from occurring. The ap angle/position of the plate may have also introduced non-typical forces on the plate contributing to the situation. This submission is for 1 of 2 devices involved in the complaint.

Event description:
A post market surveillance questionnaire received indicating a patient has a screw back out of the c5 vertebrae. The screw back out was identified on (B)(6) 2021. There was no indication of patient signs or symptoms leading up to the revision. There was no indication prior to revision why the screw may have backed out. The patient underwent revision on (B)(6) 2021. The surgeon noted from the revision it looks like the locking mechanism turned and failed to cover the screw heads. He also indicated there was not enough lordosis in the plate resulting in about a 2mm gap between the plate and c5. X-ray and intra-op images provided from the revision surgery. The pictures show the de-rotated locking mechanism and screw back out. The revision removed the 4.0 x 12mm screws that backed out, and replaced them with fixed 4.3 x 14mm screws. The patient is doing ok. No complications from the revision surgery were reported.